Event description:
Boston scientific received information that this right ventricular pace/sense lead exhibited noise resulting in oversensing causing pacing inhibition greater than four seconds asystole. In addition, low amplitude measurements were noted on this lead. The ventricular sensitivity was reprogrammed. It was thought this issue may be due to the pace/sense lead (model 4097) touching the right ventricular defibrillation lead (model 0158). An internal technical service (ts) consultant was contacted and recommended an x-ray to determine the separation between these two leads is sufficient. In addition, ts recommended further interrogation of the leads as the patient with this lead is pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.